Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the device was confirmed as 40mm the device was returned with approx. 4mm of the stent exposed, a kink was noted on the inner tubing near to the distal tip end, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device was unable to flush. A 0.014¿ guidewire was used for guidewire loading check and it is unable to advance through the device. The device was loaded into a deployment fixture, the stent did not deploy with a maximum peak force of 3.20lbs which is above the re commended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the protege rx stent was intended for treatment of carotid artery stenosis with an 80% lesion stenosis and plaque located in the mid common carotid artery. Pre-dilation was performed using a 4*30 device, and embolic protection was used with a 5mm spider device. During the procedure, deployment issues occurred, and the stent could not be deployed. The device was prepped according to instructions with no issues identified, and the lock-pin was not removed. The procedure was completed by replacing the stent with another of the same model. No patient complications have been reported as a result of this event. When the device was returned it was noted that the stent was exposed.